Event description:
A system operator reports that the laser stopped firing during a lasik procedure. The site re-set the system, changed gas, attempted to configure laser, but laser would not optimize. They were unable to continue with the surgery during the same session. It is not known whether there was patient impact/injury associated with this event.